Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient a medical history of copd and significant emphysema. The biopsied lesion was located in the right lower lobe against the pleura. The pneumothorax was identified post procedure via chest x-ray and was approximately 11-12 mm at the apex. A 14 french chest tube was immediately placed to resolve the pneumothorax. The chest tube was removed 2 days post procedure, but the patient remained hospitalized for reasons other than the pneumothorax. The patient was hospitalized for approximately 1 week. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.